Manufacturer narrative:
H3. Yes, h6. Investigation findings: 3252. Investigation conclusions: 61. Device evaluation: visual inspection confirms the complaint. The tap is sheared through the small diameter portion of the shaft. The root cause is likely application of bending loads while tapping. A review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse affects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Event description:
The tap reportedly broke at the threads when tapping into hard bone. The piece was retrieved from the patient. Percutaneous screw placement was not possible due to the patient's bone condition and therefore, the case was aborted.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.